Event description:
It was reported that the charger¿s pad-to-cable connection was loose, requiring the user to push the connector in to maintain charging, and a replacement charger was arranged. Symptoms included no adverse health effects. Outcomes included no impact on blood glucose control and no medical intervention. Investigation included a review of the reported event and replacement of the charger. Investigation of this case revealed a mechanical connection issue at the charger interface. It was concluded that the event involved a device component malfunction limited to the charger without patient harm.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2025; (B)(6), 07:14pm pst. Pt called in stating charging pad has a loose connection with the charging cable, and they have to constantly push it in to be tight and secure to maintain charge. Pt states this started happening this week. Pt states charger is still working, but they asked for replacement to resolve this issue. Pt is able to continue charging this way until new charger comes in. Agent will send out new charger for replacement. Bg not affected. No further questions.